Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date with competitor's products. Subsequently, patient was revised on (B)(6), 2014 due to unknown reasons where biomet femoral components were implanted. During this procedure, the trochanter claw was opened and used, however, the surgeon was not happy with the fit, so he switched to using a trochanter button. Patient was revised again on (B)(6), 2015 due to trochanter non-union and the femoral components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.(B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿trochanteric avulsion or non-union as a result of excess muscular tension, early weight bearing, or inadequate reattachment.¿